Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
Per the customer the device disassembled during use. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the device disassembled during use. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.